Event description:
Transplant rn from facility questioned the reason for the recall as she was concerned about a pt waiting for a kidney transplant who had received the prefilled saline for the past week into an implantable port. She states the pt was admitted in 02 and had positive cultures of coag negative staph aureus five, eight and nine days later from the implantable port and the hemodialysis line. Pt is scheduled for the transplant tomorrow and they wish to prophylactically treat the pt so they can get their live donor transplant. Add'l info reveals that the pt's transplant date was changed and they are scheduled to have the hemodialysis catheter and implantable port removed. Surgery for live donor transplant was completed without incident and pt is recovering well. Pt is still receiving antibiotics for infection.